Event description:
Plate was implanted on an unknown date. Plate broke post operatively and was removed on an unknown date.

Event description:
Plate was implanted on 11/19/99. Plate was noted a broken on 1/10/00 and was removed from the pt on 1/12/00.